Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that programming issue occurred. The doctors have asked biomed to look at the event logs to see what medication was programmed on a patient. It is unknown if the patient was impacted.

Event description:
It was reported that programming issue occurred. The doctors have asked biomed to look at the event logs to see what medication was programmed on a patient. Although requested, details of the event and impact to patient were not provided.

Manufacturer narrative:
The customer¿s report that a programming issue had occurred could not be confirmed due to the fact that no intended infusion orders were provided. Log analysis shows on the date of 01/08/2020 from the time of 1:12am to 7:28am the received pcu event log recorded the following drugs had been programmed and infused: sn (B)(6) (channel a) propofol, 1000mg / 100ml (drugid=558); started at 1:12am and was terminated at 7:21am with a volume infused recorded at 23.324mlml. Sn (B)(6) (channel b) fentanyl, 2500mcg / 250ml (drugid=287); started at 2:55am and was terminated at 7:28am with a volume infused recorded at 29.501ml. Sn (B)(6) (channel c) epinephrine, standard 16 mcg/ml, 4mg / 250ml (drugid=262); started at 4:35am and was terminated at 6:56am with a recorded volume infused at 174.874ml. The root cause for the alleged programming issue is unknown. No device was returned for investigation. H3 other text : no devices received, log review only.